Event description:
The facility reported a colleague infusion pump that experienced an 808:02 failure code. The event was reported to have occurred during programming / setup in the ICU. Upon review of the event history, quality engineering identified that the event occurred during delivery. There was no reported patient involvement and therefore no report of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced an 808:02 failure code was confirmed during product evaluation by baxter quality engineering. It was determined that this condition was caused by a defective pump head module. The pump head module was replaced to resolve this issue. Should additional information be received, a follow-up medwatch will be submitted.